Event description:
It was reported that "dpt zeroed, but the measurement was abnormal that the value was obviously uneven during use." The actual readings were unknown. Additional information indicated that no error or warnings were received. After zeroing, 300mmhg was shown and the value continued to fall down and would not measure. The waveform was not normal but it was not over or under damped. A sample of the pressure tracing was not available for review. Patency of the arterial line was confirmed.

Manufacturer narrative:
Received one dpt without any attached component for examination. The pressure transducer did not zero or sense pressure on a nihon kohden bedside monitor. The input impedance value, measured from contact plates at supercomal dpt connector, was unstable. However, the input impedance value, measured from the end of cable, was stable at 2400 ohms, which is in the allowable specification. Continuity testing indicated that an intermittent condition occurred between the contact plate and the #1 lead wire. No visible damage was observed at the cable connector. Visual examinations were performed under at 10x magnification. The complaint was confirmed to be related to a manufacturing defect. Actions were previously initiated at the supplier to address complaints of this type. Without a lot number, it cannot be determined if this unit was manufactured before or after the actions were implemented. No new actions will be taken at this time. The device history record review was not performed because the lot number is unknown.